Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose level increased to approximately 560 mg/dl (31.1 mmol/l) after approximately 5-24 hours of pod wear on the arm. Reported symptoms included stomachache and vomiting. The patient presented to the hospital, where the patient was evaluated by a nurse and diagnosed with hyperglycemia. Blood tests were reportedly conducted with normal results, and the pod was replaced at the hospital. The patient was able to return home after approximately two hours of evaluation. No medical treatment beyond pod replacement was reported. It was further noted that upon deactivation of the initial pod, the cannula was found to have dislodged from the skin and to be bent. As no medical treatment beyond pod replacement was provided during hospital evaluation, this event is considered a device malfunction.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged and bent cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.